Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. A functional test was performed, and the test showed that the device was out of specification.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign objects that came out of the distal end due to a clogged channel tube and a blocked biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The aware date should be 20-mar-2024.

Event description:
It was reported, that the duodenovideoscope was unable to pass the brush or forceps due to blockage. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (dl-1 and g2) and to provide a correction to (h3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred due to sponge-like material clogged in biopsy channel. However, a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a delay occurred for about 5 mins to attach the new scope.